Manufacturer narrative:
Summary of analysis: the device was subjected to electrical/mechanical function testing. Normal pacer operation was observed. The cause of the reported "ulceration at the pacer site" was not ascertained. The battery is partially depleted - normal.

Event description:
The rptr indicated an ulceration at the pacer site.